Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h7, h9, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found the operating wire had fractured, the distal end of the operating wire had no hook, the outer sheath and metal sheath were separated, and the metal sheath was deformed and wrinkled. A root cause could not be identified. Based on the results of the investigation, a likely mechanism the caused the reported event might be the following: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased which caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large: scope angle, meandering state of the scope tube, state of sheath from the forceps channel to the vicinity of the device handle unit. Even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during an unspecified procedure the single use ligating device became stuck in the sheath after release and the outer sheath operating wire bent during advancement preventing its withdrawal after release. The device user indicated it was possible that the ligation ring and hook became entangled within the sheath during the procedure and the ligation ring failed to come off and separate normally. The instrument was cut and retrieved using an emergency method. There were no reports of patient harm.

Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.